Manufacturer narrative:
(B)(4). Date received by manufacturer: this incident was originally determined to be not MDR reportable based off the initial information provided. Additional information was then received 12/14/2016. The complaint was reassessed and found to be MDR reportable. Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that patient received a forteo injection with the suspect device at a local rehabilitation center. The patient end of the needle was reported to be found missing after injection. She visited her family doctor because of "pain and internal bleeding". An x-ray was performed after the needle was suspected to have broken off in the patient's body but the broken needle was not confirmed. Her doctor made note that "her pain comes from internal bleeding".